Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the patient fell in (B)(6) 2022. They had pain above and around the stimulator. It will shoot through their hip and down to their foot in their toes. The patient also gets power surges. No actions have yet been taken to try and resolve the issue; however, a manufacturer representative is meeting with the patient on (B)(6) 2022 in order to check the implanted system.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that troubleshooting performed related to the surging sensation and pain at the ins site and down the legs was they tried turning the stimulator off to see if the surging sensation would resolve when the system was off but the sensation remained. The cause of the issue was not determined at this time. It was reported that the rep has had no additional contact with the patient or from the clinic regarding the patient/issue. No additional actions had been taken or planned. The information provided is the most recent information available. The clinic and/or patient were to contact us if additional support from us was needed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.